Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29 mm commander delivery system, the balloon ruptured during inflation. The heart team attempted to retrieve the commander system with the ruptured balloon into the 16fr esheath without success. The heart team made the decision to pull the commander system and esheath as one unit to the femoral head and had the vascular surgeon perform a cut down on the vessel and remove the commander and esheath. There were no other injuries or complications related to the event. The patient was transferred to the floor in stable condition. The perceived root cause of the balloon burst is sino tubular junction calcium. There was moderate calcium in the annulus, the measured annulus size was 627.3 mm2, the degree of tortuosity was moderate, and the minimum luminal diameter was 25.0 mm.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: device code, investigation findings and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual inspection, the following observation were made: the balloon had burst both radially and longitudinally, with a partial balloon piece detached. The balloon was attached to the guidewire lumen and the balloon spring was uncoiled. Additionally, the flex shaft was cut approximately 23.5 inches from the distal flex tip. It was reported that the field manipulated the device by cutting the flex shaft in an attempt to retrieve the ruptured balloon. A kink was observed on distal nosecone likely due to packaging. Dimensional testing was performed, and the inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met specifications. Per the edwards technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device-related imagery was provided and evaluated. Based on the evaluation, the following observations were made: the balloon had burst both radially and longitudinally, with the proximal balloon shoulder separated. Additionally, flared distal balloon wings and stretched balloon spring were observed. Patient, and procedural imagery were provided by the site which revealed calcification present in the landing zone, tortuosity and calcification present in access vessels. Balloon burst after deployment was observed. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as calcification was present on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon, non-coaxial withdrawal) and/or patient factors (tortuosity) likely contributed to the event as balloon was burst and patient imagery revealed the presence of tortuous access vessels. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additionally, tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Pre-decontamination engineering findings revealed the separated esheath distal tip was identified within the inflation balloon. The investigation is ongoing.